Event description:
During biomed testing, the device incorrectly determined a "no shock advised" message, when analyzing a ventricular-fibrillation waveform from a simulator. There was no patient involvement in the reported malfunction.